Manufacturer narrative:
A patient had their system explanted due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17728. It was reported the patient experienced ineffective therapy. Diagnostics indicated both of the patient's leads migrated. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein both existing leads were explanted and replaced. Effective therapy was restored postoperatively.